Event description:
It was reported that (1) device and (1) reload cartridge were used during a bowel resection. It was reported by the affiliate that the tlc55 was successfully fired the first time, then reloaded with tcr55, but cutter would not slide. Another device was used to complete the case. There was no consequence to the pt.